Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was dislodged into the hub. It was reported there was resistance to insert the dilator at the preparation stage. Since it was used as it was, the pentaray catheter could not be inserted, but forcibly pushed the pentaray. There was high force and high resistance. The hemostatic valve was dislodged into the hub. The hemostatic valve was intact. The problem was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the procedure was continued and subsequently completed without patient's consequence. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. The brim cap/hub did not become detached. No needle products were used. The damage did not result in damage to the sheath. The catheter was not pre-shaped.

Manufacturer narrative:
On 25-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date was provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was dislodged into the hub. It was reported there was resistance to insert the dilator at the preparation stage. Since it was used as it was, the pentaray catheter could not be inserted, but forcibly pushed the pentaray. There was high force and high resistance. The hemostatic valve was dislodged into the hub. The hemostatic valve was intact. The problem was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the procedure was continued and subsequently completed without patient's consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation, irrigation, and dimensional test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. Afterward, a dimensional test was performed, the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).